Event description:
Customer reportedly obtained results of 323mg/dl, 150mg/dl, and 346mg/dl on the aviva test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. No info provided to indicate where comparison was performed. Requested return of suspect test system and replacement was sent. Aviva test system: meter, strip lot 300436, exp 04/30/08, cat/04528662001.

Manufacturer narrative:
Suspect device aviva test strips.